Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained. The ranger device was returned for analysis. A visual examination identified that the balloon had not been subjected to positive pressure and had the insertion tool partially removed. A leak test resulted in the balloon being successfully inflated to rated burst pressure with no device leaks or drop in pressure identified, therefore the complaint incident cannot be confirmed. No damage or issues were identified with the shaft, balloon, markerbands or tip of the device. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the popliteal artery. A4.00mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before reaching nominal burst pressure. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the non-tortuous and moderately calcified popliteal artery. During the first inflation, the balloon ruptured. It was determined that patient anatomy did not contribute to the reported event. Additionally, patient factors and procedural factors were not found to have contributed to the incident.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the popliteal artery. A4.00mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before reaching nominal burst pressure. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the non-tortuous and moderately calcified popliteal artery. During the first inflation, the balloon ruptured. It was determined that patient anatomy did not contribute to the reported event. Additionally, patient factors and procedural factors were not found to have contributed to the incident.

Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the popliteal artery. A 4.00 mm x 150 mm, 150 cm ranger sl drug-coated balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before reaching nominal burst pressure. The procedure was completed with another of same device. There were no patient complications as a result of this event.